Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient stated that they turned their implant off however it was still on and it was hurting them. Patient wanted to turn their stimulation off. Patient synced with patient programmer and settings showed program 2 at 2.75v with therapy on. Patient was asked to press therapy off button. Patient reported it was not hurting anymore now that it was turned off. No further complications were reported.